Event description:
The customer contacted beckman coulter (bec) stating that the bellow was filling up on the coulter lh 750 hematology analyzer and was not draining. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no contact or biohazard exposure to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that the needle bellows was not emptying due to a sticky actuator for valve (vl13). The fse replaced the actuator and the tubing through the vl13 that fixed the problem and the bellows was able to drain. Failure mode was attributed to the sticky actuator for vl13. (B)(4).